Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred while performing rinseback during a routine hemodialysis treatment. The operator ended treatment without attempting alarm recovery or completing rinseback, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not attempting to resolve the alarm or complete rinseback as directed in the user's guide. There is no evidence to suggest that a device malfunction occurred. Air alarms during rinseback are most likely the result of the operator introducing air into the disposable circuit while making pt connections for rinseback. The user's guide provides adequate instructions for troubleshooting air alarms and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review rinseback procedures with the operator and pt. Nxstage medical considers this report closed. No additional information will be provided.